Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Related manufacturer reference number - 3004742232-2018-00048. During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of two guide wires became detached. The target lesion was 99% stenosed and located in the popliteal artery. A non-csi embolic filter was utilized during atherectomy treatment. Following atherectomy with the oad, the filter was removed using a retrieval catheter. When the catheter was retracted, the tip of the viperwire guide wire became detached in the patient. The tip of the wire was snared and removed. The lesion was rewired in order to perform additional atherectomy treatment, and another embolic protection system filter was used. Following atherectomy, the tip of the second viperwire guide wire was also detached upon removal of the filter. The tip of the second wire was snared and removed, and no patient consequences were reported.